Event description:
A customer contacted beckman coulter (bec) to report a low tsh (thyroid stimulating hormone) result below the normal range from one patient and elevated troponin I (accutni) result above the ami (acute myocardial infarction) range and creatine kinase myocardial band (ckmb) result above normal range from a second patient on an access 2 immunoassay system. Repeat testing of the first patient sample produced a higher result within the normal range of the tsh assay and repeat testing of the second patient sample produced a higher accutni result (above the ami cutoff) and a lower ckmb result (within the normal range of the assay). The results provided by the customer are shown in the attachment. There was no injury or affect to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples were collected in (B)(4) plasma tubes and centrifuged for (B)(4). The customer reported cardiac qc (quality controls) failed twice and on a third attempt the qc run stopped due to main pipettor abnormal pressure errors. A field service engineer (fse) was dispatched on-site to evaluate instrument performance. The fse noted that system checks performed by the customer had failed on the instrument. The fse observed that the wash buffer tubing had become crimped at the side of the instrument. Per the fse, the crimped tubing could have caused the erratic results due to compromised wash efficiency/ system performance. The fse straightened the tubing and then performed a major preventive maintenance (pm). After all repairs were complete, the fse performed a system check and ran controls to verify instrument performance was acceptable. The cause of this event is attributed to the wash buffer tubing.